Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. When the physician passed the 3.00x16 mm liberte bare metal stent delivery system through the guide catheter, the device got stuck. The physician exerted force inwards and felt the shaft of the stent delivery system fracture, in two parts. The whole delivery system was removed and replaced by another. The procedure was completed with no complications to the pt. Pt status reported as "stable".